Event description:
As reported through the edwards lifesciences implant patient registry, a 26mm sapien xt valve was explanted 38 days post tavr. A 25mm carpentier-edwards perimount theon bioprosthesis valve was implanted.

Event description:
As reported through the edwards lifesciences implant patient registry, 38 days post tavr, a 26mm sapien xt valve was explanted and replaced with a 25mm carpentier-edwards perimount theon bioprosthesis valve. Medical record review revealed a 26mm sapien xt valve was deployed via the transfemoral approach. The xt valve was implanted without any difficulties noted. Post deployment echocardiogram indicated trace paravalvular leak (pvl). Post deployment angiography indicated the pvl appeared to be more significant; however, this was determined to likely be a consequence of the catheter being engaged in the aortic valve. Reexamination of the echocardiogram indicated very minimal regurgitation. The procedure was completed. The patient was extubated in the room and transferred in stable condition. Approximately one month post tavr, the patient presented with class IV heart failure symptoms and was found to have severe pvl. It was determined that placement of a new valve in the existing xt valve was the appropriate action. During the valve in valve procedure, angiography indicated the xt valve had migrated into the ventricular cavity, resulting in severe pvl regurgitation. It was determined that the risk of further dislodgement of the xt valve during the placement of a second valve as too great and the planned valve in valve procedure was aborted. Three days later, the patient was returned to the or and open heart surgery was performed. The xt valve was explanted and a 25mm carpentier-edwards perimount theon bioprosthesis valve was implanted. Following implant, the surgical valve was noted to be well seated and all leaflets were functional. No leaks were noted. The cause of the xt valve migration into the ventricular cavity was not reported.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause of the valve migration into the ventricular cavity cannot be confirmed. Potential procedural or patient factors that may have contributed to the valve migration and subsequent pvl are unknown as well. The xt valve was explanted and a surgical aortic valve was implanted, correcting both issues. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4): narrative text. Valve explantation is performed as an intervention for severe or clinically significant pvl, central leak, or valve embolization or migration. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, multiple attempts to obtain additional details concerning the explanted valve have been unsuccessful. With such limited information, the cause for replacing the thv with a surgical valve cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.